Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 4-5 atmospheres for 3-5 seconds, the balloon ruptured. The device was removed without any problem, and a pinhole was noted. The procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.